Event description:
On (B)(6) 2011, the pt was implanted with the gore tag thoracic endoprosthesis and discharged on (B)(6) 2011. On (B)(6) 2011, the pt presented with an endoleak and another gore tag thoracic endoprosthesis was implanted. No other sequela has been reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Images were sent to gore for analysis and showed distal landing zone diameters to be between 27 - 28mm. According to the gore tag thoracic endoprosthesis instructions for use, the (B)(4) is intended for aortic diameters of 29 - 32mm. Final procedural angiography did not have adequate contrast to evaluate for an endoleak. Cta images from (B)(6) 2011 and (B)(6) 2011 post reintervention showed contrast outside of the device but the origin of this contrast is unk.